Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had reverted to the setup mode. The medical surveillance specialist (mss) spoke with the patient on november 16, 2009 and obtained the following information. The patient reported that the alleged issue began on the afternoon of event date, after she had replaced the subject meter's battery. The patient claimed she tests her blood glucose 2x/day (morning and evening) and manages her diabetes by taking lantus at bedtime (adjusts based on sliding scale) and oral medications (prandin and glucophage). As a result of the alleged issue, the patient claimed she was unable to test her blood glucose on the evening or the following day. Despite not being able to test, the patient claimed she continued to take her oral medications as usual and administered her lantus insulin based on what she had taken the previous evening (when she was able to test). The following day at approximately midnight, the patient reported that she became shaky. In response to the symptom, the pt stated that she ate something and reported feeling better afterwards. The patient did not recall if she made any changes to her diet, activity level, or diabetes management prior to becoming symptomatic. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue was reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.